Event description:
The customer reported a faulty power cable on the defibrillator. It was further clarified that the defibrillator is not switching on and the ac led indicator remains off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.